Event description:
Info received indicates the head section was raised to 35/40 degrees and it would not lower electrically or mechanically.

Manufacturer narrative:
The tech found the head drive nut was jammed and the worm gear damaged. The tech replaced the head drive assembly to repair the bed.